Manufacturer narrative:
Correction: the catalog and lot numbers have been provided by the customer. The following fields have been updated: d.2. Medical device catalog#: 306546 d.2. Medical device lot#: 0069790 d.4. Medical device expiration date: 2023-02-28 d.5. Unique identifier (UDI) #:(B)(4). H.4. Device manufacture date: (B)(4) 2020.

Event description:
It was reported that blood leaked past the bd posiflush¿ normal saline syringe stopper while flushing it. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "2. Date reported (B)(6)2020 6:12 am-manufacture number (B)(6). Lot number reported (B)(6) reported saline syringe leaked blood from the rubber stop while flushing it."

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The inspections performed while producing this lot were all accepted. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that blood leaked past the bd posiflush¿ normal saline syringe stopper while flushing it. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "2. Date reported (B)(6)2020 6:12 am-manufacture number (B)(4). Lot number reported 0069790-issue reported saline syringe leaked blood from the rubber stop while flushing it.".

Manufacturer narrative:
The reported lot # [0069790] was not found for the reported catalog # [306547]. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that blood leaked past the bd posiflush¿ normal saline syringe stopper while flushing it. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "date reported (B)(6) 2020 6:12 am-manufacture number 306547. Lot number reported 0069790, issue reported saline syringe leaked blood from the rubber stop while flushing it."